Event description:
One pt with discrepant sodium results. Initial result gave 130 mmol/l. Same sample repeated three times giving 138, 136 & 136 mmol/l respectively. Erroneous result was not reported. If additional info is received, appropriate info will be provided.